Manufacturer narrative:
E1 phone number (B)(6) investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, the 29mm commander delivery system balloon rupture occurred at the end of the inflation. Withdrawal difficulties into the 16f esheath were encountered and the devices were surgically removed.